Manufacturer narrative:
The customer contacted a siemens customer care center. As per siemens instructions, the customer performed a controlled shut down of the instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse confirmed that the error code 399 for 'hi and low water sensors simultaneously active' was due to an issue with the sensor and that there was no issue with the pump of the water bottle. The cse observed that the smoke came from the water bottle sensor cable; inspection of the cable connector from the harness side determined the pins were damaged. Cse replaced this wire harness, replaced the water bottle cap assembly, water inlet valve, wire harness auxiliary and replaced the circuit fuse. Siemens concluded that the cause was due to the water bottle sensor cable damaging the pins in the connector that shorted. The system safety mechanism did function properly when the pin on the circuit had shorted. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that there was smoke emitted from the dimension exl 200 instrument due to a water cable issue. Medical intervention was not required by the laboratory staff and there was no delay to patient testing. There are no known reports of adverse health consequences due to this event.